Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A medical director reported a patient with stage two diffuse lamellar keratitis two days post lasik in the right eye. Topical steroid dosage was prescribed and a flap rinse was performed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.